Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not received the low insulin alert and had run out of insulin in the cartridge. The customer reverted to using insulin injections to manage diabetes. The blood glucose level was not impacted. The customer indicated that the infusion set had been inadvertently loaded incorrectly the day before and may have been the cause of the event. Tandem technical support reviewed the pump t:connect data and it was noted that the customer had received a cartridge 1 alarm that had zeroed out the insulin gauge and was the reason as to why the low insulin alert had not sounded. The customer had loaded another cartridge and the reported issue was resolved.